Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. It was reported that upon removal of the delivery system from the packaging, the flush port was found broken of the delivery system. The packing was not damaged. The physician elected glue the flush port back onto the delivery system using bone cement so that air does not enter the delivery system during the flushing process and to use the product. The physician flushed the delivery system this way and successfully implanted the stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (cause is unknown). (Use of a defective device).

Event description:
The device was returned and the analysis has been completed. The side-port extension was not returned and appeared to have completely detached from the flushing port. Residue of bone cement (applied by the physician) is evident at the flushing port. From the examination of the returned device and the clinical information provided, the cause of the side-port extension tube could not be determined.